Manufacturer narrative:
(B)(4) d4: attempts have been made to gather all product identification information, and no further information has been provided. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a revision of a total ankle talar component was conducted due to painful lucency 37 months post implantation. The reporter provided x-rays and stated they were radiographically worried about the device. 37 months post implantation the device was revised due to painful implant component lucency. The patient is currently doing well without pain. No other treatment or intervention was reported. No environmental conditions or contributing factors were reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1; a2; a3; a4; b5; b6; b7; d2; d4; g3; h6. The reported event was confirmed by review of radiographs and medical records. Initial surgery medical records were provided and reviewed by a health care professional. Review of the available records identified the following: no intraop complications identified intraop xrays confirmed satisfactory position of implantsrevision surgery medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient reported increasing pain and swelling, wearing an ankle brace for support, externally rotating foot at times to relieve pain during ambulation. CT shows a cystic type lesion in the medial malleolus with lucencies around the tibial and talar components giving evidence of potential hardware loosening. Components removed without much difficulty; tibial component did not show gross loosening but the talar component was easily removed with an osteotome. Radiographs were provided: and reviewed by a health care professional. Review of the available records identified the following: ap, oblique and lateral views of the left ankle on 3 visits. The first visit shows a healed distal tibial diaphyseal fracture deformity and 2 screws in the fibula with moderate post-traumatic tibiotalar osteoarthritis. Visit 2 shows changes of total ankle replacement without acute hardware complication. Visit 3 images show new, 1 mm radiolucency about the tibial component as well as new bone formation along the anterior and posterior margins of the tibial component, highly suspicious for loosening. In addition, there is new talar dome sclerosis and subsidence of the talar component compatible with talar osteonecrosis. The device history record was not reviewed due to lack of product identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left total ankle revision approximately three years and two months post-implantation due to pain and swelling with radiographic lucencies. Intra-operatively the surgeon noted no gross loosening of the tibial component, but talar component was easily removed. All components were revised with a non-company device without complications. The patient was reportedly doing well without pain following the revision. Attempts have been made and no further information has been provided.